Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge perform functional test: passed relevant testing. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test was performed and the test passed. Open receiver to check speaker. The complaint was not confirmed because the receiver produced audio output during the audio tests.. The reported event of no audio output was not confirmed. A root cause could not be determined.